Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 117 mg/dl. After the alarm there was a message displayed on the screen of the insulin pump to rewind the device. The customer stated that the device had fallen onto the floor of their car several days ago. The drive support cap was sticking out. The customer had not pressed the cap while connected to the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded drive support disk. The insulin pump had minor scratches on the display window, cracked battery tube threads, broken belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.